Manufacturer narrative:
The manufacturer's investigation verified evidence of exposed electrical leads from the cord being partially severed. The manufacturer concluded the event was most likely caused by physical damage to the ac power cord when exposed to forces beyond its intended design. Product labeling warns the user to periodically inspect electrical cords and cables for damage or signs of wear and to discontinue use and replace if damaged. The power cord meets all relevant electrical safety standards. Based on the available information, the manufacturer concludes no further action is necessary.

Event description:
It was alleged that an ac power cord to a continuous positive airway pressure (CPAP) device had an area of exposed wires. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be filed upon completion of the manufacturer's investigation.